Manufacturer narrative:
The reason for this revision surgery was poly wear. The previous surgery and the revision detailed in this investigation occurred over 17 years and 6 months apart. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported component used in the previous surgery met design and manufacturing requirements. There was a nonconformance in part #432-28-106, liner, fmp 28x10xmp6 cm which documents nonconformance that out of (B)(4) quantities lot, (B)(4) part was rejected and scrapped due to inspection error of product validation. All other parts were accepted after handling suitable operations. All other items in the lot were met with design and manufacturing requirements. The device and its applicable concomitant device was within their respective expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on- going issues that are in need of review. The root cause of this complaint was a revision surgery due to poly wear. There were no findings during this investigation that indicate that the reported device was the source or had a direct connection with the patient's event. There are many factors that may contribute to the event that are outside the control of djo surgical are unbalanced joint, excessive range of motion, excessive load or torque, patient's age, patient activities and trauma. No additional information was submitted with the complaint regarding pre-existing conditions of the patient or any activities that may have contributed to the event and hence a definitive root cause cannot be determined.

Event description:
Revision surgery - due to poly wear.